Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Information notes the lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range hv lead impedance was observed. The patient is not pacer dependent. The lead was switched to unipolar mode. Patient was unaware with no symptoms.